Event description:
It was reported that during a routine check, the cs300 iabp screen was flickering. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : e1 ( initial reporter ). A getinge field service engineer (fse) inspected the unit but was unable to duplicate the reported issue. The unit passed all functional and safety test.

Event description:
N/a.